Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, the transmitter gave an intermittent out of range signal for approximately 45 min-1 hour. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.